Event description:
It was reported that during a gyn procedure, screeching was heard during activation. The customer changed the instrument and noticed the 4-40 stud had snapped and was not able to install the new instrument. The procedure was completed using cautery scissors. There was no patient consequence.